Event description:
It was reported that the right atrial (ra) lead had a complete loss of sensing due to patient receiving several ablation therapies. The ra lead was extracted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. Electrical resistance and cross continuity test results were within specifications. No anomalies were found. Concomitant product: 5076 implantable pacing lead (B)(6) 2013. (B)(4).